Event description:
It was reported that during a clinic visit, the health care professional (hcp) observed this right ventricular (rv) lead exhibit high out of range shock impedances. The hcp called technical services (ts) requesting further review of the device stored daily threshold and impedance measurements trends. Ts analyzed the data and confirmed the rv lead shock impedance measurements were recorded to be greater than 125 ohms. Ts discussed possible causes and lead testing options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.